Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, as a leg assembly was being through the sacrospinous ligament, approximately one centimeter of suture (with the needle at the end) detached and was captured inside the capio cage. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly fine post-procedure. The patient age was reported to be over 18 years.